Event description:
It was reported that the patient was not getting adequate pain relief. It was also mentioned that the patient was getting undesired stimulation on the ribs and abdomen. Per lead sync the lead appears to have migrated. The patient underwent a revision procedure wherein the lead was repositioned, and patient was doing well postoperatively. Nothing was explanted during the case.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.